Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. There was no arterial pressure reading during a routine hemodialysis treatment. The operator was concerned about possible clotting due to the amount of time spent troubleshooting, so rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The disposable cartridge was not returned to nxstage as requested. The exact cause of no arterial pressure reading cannot be determined, however, it was most likely related to set-up of cartridge as there have been no similar problems subsequently reported. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. Nxstage medical considers this report closed. No additional information will be provided.